Event description:
The customer reported the system had an uncommanded system shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.